Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system broke during use and cause the patients blood to bleed (described as "blood runs out of the body"). There was no report of injury or medical intervention.